Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: was the device tightened on patient tissue, wait 15 seconds, and then tightened again prior to firing? The device was closed and held for 15 seconds, however it was unclear if it was tightened again prior to firing. What was the shape of the deployed staples (b-formation, irregular, legs straight) observed during the original procedure? There was no mention of malformed staples. What was the shape of the deployed staples (b-formation, irregular, legs straight) observed during the post-operatively, when the bleeding was identified? There was no mention of malformed staples. Did the patient require a blood transfusion? If yes, how many units were given? It was unknown if any blood products were given to the patient. Were any additional interventions performed on the patient? If yes, please describe. The patient had to be returned to the operating room during the night as the bleeding occurred around the anastomosis. The surgeon had to re-open that patient's belly. The surgeon fired the device. The surgeon then waits 30 seconds after firing before removing the device. The surgeon did not mention that any leak had occurred. The following information was requested, but was not obtained. If additional information is obtained at a later date, a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? Information not obtained. What confirmation was received that the device was fully fired? Information not obtained. Were there any staples missing from the staple line? Information not obtained. What was done to control the bleeding? Information not obtained. How much blood was lost (ml)? Information not obtained. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Does the patient have any coagulopathy disorders? Pre-op or post-op, did the patient receive any blood thinners as part of the surgical protocol? Where in the green range was the indicator located prior to firing? Were there any staple formation issues noted in the primary or secondary procedure? Were the donuts inspected in the primary procedure? If so, were the donuts complete? Was the washer cut completely in the primary operation? What steps were taken to remove the device? Where was the blood specifically observed and how was it addressed? What is the current patient status?

Event description:
It was reported that post-operative one day after the procedure the patient presented with bleeding around the anastomosis. It is unknown how the bleeding was addressed.